Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the physicians attributed the vascular injury to the calcification present. The native annular calcification was moderate with bulky native leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a tear below the left main was occurred following valve deployment. A sternotomy was performed, and the 26mm sapien xt valve was replaced with a surgical valve. The vascular injury was attributed to cardiac calcification. There was discussion prior to the case regarding size of annulus. 3mensio report showed an area of 445mm. A decision was made to balloon size with a 23x4cm edwards bav balloon. With balloon fully inflated, an ao gram was done through a pigtail in the right cusp showing there was leak into the left ventricle. The physicians instructed the cs to prepare a 26mm valve and take 2cc of contrast out of the prepped balloon. The 26mm valve was placed in a 70:30 [a:v] position. Tee showed mild to moderate leak. 1cc of contrast was added back into the balloon and a post dilation was performed. The patients' blood pressure recovered to a systolic of mid 70's and then started to drop. Tee showed a pericardial effusion. CPR was started and the patient was placed on bypass. Sternotomy was performed and surgeon found that there was a tear below the left main at the level of the annulus. 26mm sapien xt was taken out and a 21mm homograft was surgically placed. The patient left the operating room in critical condition